Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) has experienced premature battery depletion. The monitoring voltage has decreased at a more rapid than expected rate. The ICD system software had been updated, but the battery status has reached elective replacement indicator (eri). Cpi will analyze the ICD when received.